Event description:
The event was found during maintenance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to update and correct information provided in the initial report. The following section was corrected: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. Based on functional testing performed, the device passed the standard specification. White foreign materials at seams of the device were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the non reportable findings are as follows: the light guide rod lens was cracked, charged coupled device cover lens was scratched, bending tube was shortened, connecting tube + universal cord had a scratch, angulation had a lesser/specified value, the bending section cover rubber had a crack, and the painting peeled off the suction cylinder nut. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. There was no malfunction of reprocessing accessories. There was no delay to pre-cleaning and manual cleaning. The surface was wiped during pre cleaning. The surface was wiped/brushed during manual cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there were white deposits in the seams of the flex video scope and also white deposits (haze) in the scope's metal surface. There were no reports of patient harm. Related patient identifiers: (B)(6).